Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when repositioning the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques as indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed) during implant repostionning .

Manufacturer narrative:
Device not received.

Event description:
Mobi-c p&f us : disassembly. Implant was implanted in disc space. Surgeon attempted to back it up slightly and the implant dislodged from insterter. The implant fell apart when the surgeon was trying to move it around for a better fit. New device was implanted, no complication for patient. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From description received, probable cause is user error. Device won't be returned to manufacturer for evaluation.